Event description:
On 09 jun 2008, abbott spine became aware through a clinical study of the following event. In 2005, the pt underwent at l5-s1 minimally invasive surgery (mis). On an unk date, the pt experienced a hematoma. On an unk date, the hematoma resolved. The reporting physician believed that the hematoma was not related to the pathfinder pedicle screw system. There was no report of a product malfunction.

Manufacturer narrative:
No device will be returned. This report was initiated as a result of a clinical study. Investigation is pending.